Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID 3550-39, lot# n300849, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
The consumer reported the prior implantable neurostimulator (ins) was crushed when the patient fell out of bed. This was why it was replaced. No interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information and no information regarding the event was received. If additional information is received, a follow-up report will be sent. Relevant medical history included failed back surgery syndrome and spinal pain.